Event description:
When disconnecting the arterial line from the patients 6 french powerhohn catheter the male luerlock connection broke off into the catheter. The catheter had to be replaced for the patient. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.